Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and customer experienced the high blood glucose level. The customer's blood glucose value was 410 mg/dl and sensor glucose was 136 mg/dl at the time of the incident. The customer¿s current blood glucose level was 178 mg/dl and sensor blood glucose level was 296 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. (B)(4).